Event description:
(B) (4) crm received info that this dextrus atrial lead had dislodged one day post implant. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced.